Manufacturer narrative:
Additional manufacturer narrative: an operative report was provided on (B)(6) 2013. Based on the operative report, "this is a patient that underwent surgery about 21 days ago for an aortic valve replacement. We used this time a 25mm edwards valve. In the days that followed the surgery, a small perivalvular leak noted in the operating room had increased to +++ intensity. So we decided to reoperate the patient. Intraoperatively we have not found the site of the perivalvular leak. We, therefore performed a complete excision of the valve and reaffix a 23mm edwards valve. The procedure was uneventful. The patient is weaned from cardiopulmonary bypass without difficulty." No other details reported. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 21 days. Based on the follow-up with the health-care provider, the explant was due to perivalvular leak and not related to any device malfunction or quality deficiency. The health-care provider also added that the patient did not have any infectious disease. The subject device has been discarded. A new edwards bioprosthetic valve was implanted in the aortic position. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls which do not require any intervention. Many pvls that do require intervention will be detected while still on bypass. In this case, the pvl was detected approximately 21 days post implant. The hcp also added that the explant was not related to any device malfunction or quality deficiency. No further actions are possible with the available information.